Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the organic silicone detected at the nozzle tip is not a component originating from the endoscope itself, but rather a component derived from agents (such as defoamers). Factors contributing to foreign material adhesion include insufficient pre-cleaning and rinsing within the tubing, inadequate drying due to buttons not being removed during endoscope storage, and other similar causes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited foreign material inside the nozzle. There was no patient involvement.